Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Serial number of the radio frequency controller not provided by the complainant. Upon examination of hysteroscopic photos returned with the device, the fibers were observed to be similar in the appearance to the novasure array yarn but this could not be confirmed as they were not returned for evaluation. Upon microscopic examination of the disposable device array, no tear that could have been a source for the fiber was apparent. The returned device passed all functional testing. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant info is received, a supplemental medwatch will be filed. (B) (4).

Event description:
User facility reported an uneventful novasure endometrial ablation was performed on (B) (6) 2009. Following the procedure, a post hysteroscopy was done and the physician saw a "faint residual from the mesh array left in the cavity". The facility reported the array "looked to be intact in every way" post ablation. It was reported the pt was fine and discharged home following the ablation. During follow-up on (B) (6) 2009, the physician reported he has seen the pt on follow-up and she is doing fine.